Event description:
The biomedical engineer (bme) reported that the transmitter was giving different hr numerics than was displayed at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter was giving different hr numerics than was displayed at the central nurse's station (cns). Changing the leads, electrodes and the transmitter resolved the issue. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The issue was resolved after the customer replaced the transmitter along with the electrodes and leads. This would indicate that one or more of the previous equipment used was faulty. Failure of the transmitter, leads, or electrodes would indicate hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. The issue could not be confirmed. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns: bedside monitor: model: bsm-1753a. Sn: ni. Transmitter: model: ni. Sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are getting incorrect readings on his central nurse's station (cns) than on the transmitter. They explained that the readings on the transmitter seem fine with no alarms; but on the cns, it displays different hr numerical values and readings that differ from the transmitter. Nihon kohden technical support (tech support) made sure that he was monitoring the correct transmitter with the correct channel. They could not go inside to actually start swapping out the transmitter due to the patient being in a covid room. Nihon kohden clinical application specialist contacted the biomed, and they changed the leads, electrodes and the transmitter. Everything is performing as designed with the new equipment. Clinical advised the customer to place the telemetry transmitter on a simulator to see if there is an issue with the device, or if the leads and electrodes needed to be changed on the patient only and also advised that if he finds a problem with the transmitter he can send it in for repair. When qa contacted the customer, they stated that the device that failed was not a transmitter but a bedside monitor. They stated that the bedside monitor displayed normal vitals, and the cns displayed irregular heartbeat. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded and only provided some of the patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded and only provided the model of the device being used with the cns. Bedside monitor model: bsm-1753a. Sn: ni.

Event description:
The biomedical engineer (bme) reported that they are getting incorrect readings on his central nurse's station (cns) than on the transmitter. They explained that the readings on the transmitter seem fine with no alarms; but on the cns, it displays different hr numerical values and readings that differ from the transmitter. Nihon kohden technical support (tech support) made sure that he was monitoring the correct transmitter with the correct channel. They could not go inside to actually start swapping out the transmitter due to the patient being in a covid room. Nihon kohden clinical application specialist contacted the biomed, and they changed the leads, electrodes and the transmitter. Everything is performing as designed with the new equipment. Clinical advised the customer to place the telemetry transmitter on a simulator to see if there is an issue with the device, or if the leads and electrodes needed to be changed on the patient only and also advised that if he finds a problem with the transmitter he can send it in for repair. When qa contacted the customer, they stated that the device that failed was not a transmitter but a bedside monitor. They stated that the bedside monitor displayed normal vitals, and the cns displayed irregular heartbeat. No patient harm was reported.